Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and mesh was implanted. Post-operatively 18-24 months, the patient returned with a suspected recurrent inguinal hernia. Laparoscopic investigation was planned for (B)(6)2010. Additional information has been requested.

Manufacturer narrative:
(B)(4) (hernia recurred): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.